Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - a conversion from a total shoulder arthroplasty (tsa) to a reverse tsa.